Event description:
It was reported that the customer was receiving excessive no delivery alarms. The customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call because the insulin pump was not with the customer. Advised to do a complete set change as soon as possible. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.